Event description:
Customer reported a cartridge alarm with a pump, and no prior exposure to magnets was confirmed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm issue and sent a replacement pump to the customer, providing instructions on returning the problematic pump. The customer acknowledged instructions and planned to contact a healthcare provider for backup therapy options.